Manufacturer narrative:
This report is being submitted to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device consisting of one 0.021" guidewire was returned for evaluation. The guidewire was decontaminated. No other accessory components were returned with the guidewire. After decontamination, the device was subjected to visual analysis. The distal flexible tip of the guide wire showed a presence of a small bend and unraveling of the guidewire. The unraveled portion of the guidewire measured 1.756" from the distal tip nitinol core without straightening the unraveled coils. The flexible tip of the guidewire was examined further under microscopy. The unraveled coils of the guidewire had formed a knot. The distal tip of the unraveled coils was blunt and did not indicate that a tensile fracture had occurred. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the wire unraveled during insertion into the needle. The patient is stable and the procedure outcome was successful.